Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use during end of therapy. The care giver(cg) stated that they did not notice if the home patient (hp) was connected until they made an attempt to close the patient line and found that the hp was not connected. The baxter technical representative (tsr) explained the alarms and had the cg close all the clamps to the bags and the patient line, cycle power off and on and press "go to start" and discard supplies. The tsr advised the cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.